Manufacturer narrative:
(B)(4).

Event description:
New information provided by the customer stated the procedure was completed by exchanging the handpiece. There was no patient harm.

Manufacturer narrative:
No further information was able to be obtained from this customer. However, the handpiece was returned for evaluation. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the handpiece. The handpiece was manufactured on march 18, 2015. Based on qa assessment, the product met specifications at the time of release. The handpiece was received for evaluation. A visual assessment of the returned sample revealed no visual non-conformities. A functional test was performed on the returned handpiece. The handpiece was first connected to a calibrated system for priming and tuning. The handpiece was found to pass all functional testing on the system after running for 5 minutes on 100% torsional and ultrasound power. The handpiece was then tested on the dynamic tuning fixture (dtf) for stroke testing on both ultrasound and torsional movements to manufacturing specification. Functionally, the handpiece passes all tests within stroke specifications. The handpiece was found to functionally exhibit no problems; therefore, the root cause of the reported event of phaco none cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that a handpiece presented with no ultrasound during a procedure. Patient impact is unknown. Additional information has been requested but none has been received.